Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the customer reloaded the cartridge onto the pump to resolve the issue. Additionally, it was reported that the pump time was incorrect due to the customer not adjusting the time for daylight savings. Customer corrected pump time and resumed insulin therapy. Customer's blood glucose ranged from 64 mg/dl to 220 mg/dl.